Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a g7 cgm and a 6 mm, 23 in infusion set, with no reported alarms or interruptions to insulin delivery and no observed set leaks; the user confirmed elevated glucose by fingerstick and was guided to perform an infusion set change, after which glucose began to decline within the expected timeframe. Symptoms included elevated blood glucose. Outcomes included no injury, no medical intervention beyond routine troubleshooting, and no hospitalization. Investigation included telephone-based troubleshooting and user education on infusion set replacement and expected time to glycemic response. Investigation of this case revealed no device alarms or confirmed hardware malfunction, and the event was consistent with unexplained hyperglycemia that responded after infusion set replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.